Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was beeping. Tandem's technical support suggested for the customer to acknowledge the alarm(s) and resume insulin delivery if delivery was stopped. Reportedly, the customer declined and put the pump into storage mode. There was no reported impact to blood glucose.